Manufacturer narrative:
Concomitant products continued: cypher 3 x 18 and 2.5 x 28mm stents. This is one of two products involved with the reported event. The associated manufacturer report number is 3003742446-2011-00275, 3003742446-2011-00276, and 9616099-2011-00392. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced a peri-procedural myocardial infarction after having coronary artery stents implanted. The patient's medical history is significant for angina, ischemia, hypertension, allergic rhinitis, and a family history of coronary artery disease. The 1st target lesion was the circumflex. The lesion was pre-dilated with a 2 x 10mm firestar balloon at 10atm for 10 seconds. A cxs18300 stent was deployed in the lesion at 15 atm and post-dilated with a 3.5 x 15mm durastar balloon per standard procedure. The 2nd target lesion was the proximal rca. Vessel diameter was 2.7mm and the lesion length was 22mm. The lesion was de novo, mildly calcified, and a lesion classification of c. Pre-procedure stenosis was 90%. The lesion was pre-dilated with a 2 x 10mm firestar balloon. Cxs28250 was deployed at 14atm. The stent was post-dilated with a 2.75 x 15mm quantum balloon for optimal expansion. Pre-procedure stenosis was 0%. Of note: nitro was used per the study specification that 50-200 mcg be given prior to final angio-no spasm. A week post-procedure, the patient had a femoral pseudoaneurysm which was treated. The event was noted as not related to the cypher stents. A diagnostic 12cm sheath 6fr was used during the index procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is a known procedural adverse event associated with implanting coronary artery stents and is listed as such in the IFU. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event. There is no indication in the reported information that there is a design or manufacturing related issue therefore no action will be taken.

Event description:
The complaint is from the (B)(4) study. The patient was a (B)(6) female with a history of angina, ischemia, hypertension, allergic rhinitis, and a family history of coronary artery disease. The 1st target lesion was the circumflex. The lesion was pre-dilated with a 2 x 10mm firestar balloon at 10atm for 10 seconds. An cxs18300 stent was deployed in the lesion at 15 atm and post-dilated with a 3.5 x 15mm durastar balloon per standard procedure. The 2nd target lesion was the proximal rca. Vessel diameter was 2.7mm and the lesion length was 22mm. The lesion was de novo, mildly calcified, and a lesion classification of c. Pre-procedure stenosis was 90%. The lesion was pre-dilated with a 2 x 10mm firestar balloon. Cxs28250 was deployed at 14atm. The stent was post-dilated with a 2.75 x 15mm quantum balloon because it was not fully expanded. Pre-procedure stenosis was 0%. A week post-procedure, the patient had a femoral pseudoaneurysm which was treated. The event was noted as not related to the cypher stents. A diag 12cm sheath 6fr was used during the index procedure. Addendum received 5/4/2011: adjudication received states that a peri-procedural myocardial infarction occurred. Cardiac enzymes were elevated post-procedure.